Event description:
The salute fixation device is intended for fixation of prosthetic material. The system was being utilized for an open surgical hernia repair. The surgeon successfully deployed one disposable implant cartridge and required more "q" contructs. A second disposable implant cartridge was loaded. The scrub tech conducted a test fire of the salture system prior to inserting the instrument into the pt, per the instructions for use. The salute deployed straight wire instead of a properly formed construct. A new disposable cartridge was loaded, and the test fire resulted in another straight wire. The surgery was completed by suturing the mesh. There was no adverse affect to the pt.